Event description:
The manufacturer field service technician reported that the sag head was separating on the device while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.

Event description:
The manufacturer field service technician reported that the sag head was separating on the device while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.